Event description:
I was given iodosorb iodine gel manufacturer smith and nephew. It was to heal my open wound but instead it boar a bigger wound in just 2 days. I submitted to you this before and got no response. I contacted this manufacturer, and I was accommodated to a video meeting and was asked to submit my (B)(6) hospital woundcare medical records and I did and strangely I really want to know why such a reaction occurred, I'm not allergic to iodine, but I do suffer greatly with medical underlying conditions. I'd like to know could a combination of chemicals related to my neurosarcoidosis have caused such a reaction and what else should I be on the look-out for that was once harmless to me. Can you be of some help as smith and nephew seem to have forgotten me as I must continue to fill out there online grievance form just to get there attention. Concerning the alendranate sodium tablet, I have acquired solid crytal formations just below me skin as one was extracted in woundcare. These crystals have plagued my life for years as I am medically told they mean nothing until I was exercised upon as said for a pulmonary embolism (B)(6) 2024 (B)(6) hospital. These crystals seem to have taken to my medical underlying conditions. Mixing together forming these crystals. I almost begged for them to be cut out to ease my pain of them wanting to burst through my skin. I feel alendronate may have formed into these crystals and not alone as they are all over within my body. What is a person to do when do tors have no answer? Alendronate sodium tablets are not of smith and nephew but are what I see as life-threatening. If you don't communicate with me, then you're not helping me.